Event description:
It was reported that the device illuminated the service indicator and logged an event code that indicated a potential critical failure in the memory. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the deice return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.